Event description:
Litigation papers allege: bodily injuries, lost wages, physical and mental pain, past and future medical expenses, past and future pain and suffering, increased risk of future harm and permanent injury.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bodily injuries, lost wages, physical and mental pain, past and future medical expenses, past and future pain and suffering, increased risk of future harm and permanent injury. Update - (B)(4) 2012 plaintiff's preliminary disclosure (ppd) form received (B)(4) 2012. Wrongful death is alleged.

Manufacturer narrative:
Although wrongful death is claimed in the litigation, no information regarding the death was provided depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.